Event description:
During installation and deployment of our new sequential compression pumps, the manufacturer made us aware of a potential for a mis-assembled scd inflation tube in which the connector to the sleeve could have been assembled backwards. This incorrect assembly would cause the scd sleeve to begin inflation at the thigh or knee section and not the ankle section as designed. Upon survey and inspection of our pumps the manufacturer found three tubes that were mis-assembled. The manufacturer remained during the scd controller deployment to inspect all of our installed pumps and replace any mis-assembled tube assemblies. Manufacturer response for sequential compression device, hemo-force sq (per site reporter): the manufacturer informed our medical center and was proactive in on-site corrective action.